Event description:
It was reported that the patient received inappropriate therapy due to supraventricular tachycardia episodes. The patients medication was adjusted and programming changes were made. Patient condition is good

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.